Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg 30-50 mg/dl) and food was consumed to address bg. Low bg was due to a metabolism change and the need for less basal insulin overnight. The customer had not yet lowered the pump basal rate setting accordingly. Tandem technical support assisted the customer with adjusting the pump basal setting.